Event description:
(B) (4) study. It was reported that following a coronary artery drug eluting stenting treatment procedure, a stent fracture occurred. The totally occluded target lesion was located in the mid right coronary artery (rca). The lesion was predilated with a 3.0x20mm maverick balloon at 8 atm in the proximal rca, and then two additional inflations of 6 atm in the mid rca. A 2.5x24 taxus express2 was deployed most distally at 16 atm, and placed proximal overlapping and tandem was a 3.5x20mm taxus express2 at 16 atm. Proximal to that stent was another overlapping and tandem 3.5x8mm taxus express2 stent deployed at 18 atm resulting in excellent angiographic results, 0% residual stenosis and timi-3 flow. Intravascular ultrasound (ivus) was performed which showed appropriate and acceptable results with adequate positioning of the stents. The pt was reported to be stable at discharge. At 328 days after the index procedure, the pt underwent routine study angiography and ivus. The right coronary artery was widely patent with no evidence of significant in stent restenosis. There was some catheter induced spasm that resolved with withdrawal of the catheter and administration of nitroglycerin. The pt was discharged 1 day later. Analysis of the ivus images at a later date showed a partial fracture 4.5mm from the proximal edge of the 3.5x24mm taxus express2 stent in the mid rca and 9.2% target vessel stenosis. No action was taken to treat the stent fracture. The pt was discharged the next day.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. .